Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. The product is beyond 15 years from manufacture date of 2007-02 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was alarming and the screen was completely blank. The reporter was instructed to press any key and nothing displayed on the screen. Caller was then instructed to remove the batteries and replace them with new ones. The batteries were replaced and the pump continued to alarm and nothing displayed on the pump screen. Caller was instructed to hold down on/off button; however, the pump did not power on and continued to alarm. After that the caller was instructed to remove the batteries for a full minute, then insert them back in the pump; however, the alarm returned and the screen remained blank. Caller was instructed to remove the batteries from the pump and clamp the tubing to the nearest port. The caller was instructed to call the doctor for further instructions. A returned order was issued for the pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.